Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the flow sensor assembly. The customer replaced the gas delivery system assembly (gds). The gds was received for failure investigation. The issue was isolated to a defective u1 on the air flow sensor printed circuit board assembly (pcba) this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator flow was out of specifications. The ventilator was not in use on a patient at the time of the event occurred.